Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has an "air leak/hole in the hose." The problem was discovered before surgery. There was no additional information provided.